Manufacturer narrative:
The insulin pump was received with no act button response due to corroded act keypad trace. No ramping keypad or numbers anomaly noted. The device was received with crack on all four corners near display window, crack reservoir tube window along to reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.